Event description:
As reported by our spanish affiliate, during implant of a 26mm sapien 3 valve in the aortic position by transfemoral approach, the valve embolized during insertion into the aortic arch and landed in the descending aorta. An additional 2ccs of volume was used during valve alignment. A 29mm sapien 3 valve with nominal volume was crossed without difficulty and implanted in the aortic annulus with good results. A decision was made to deploy a 29mm valve instead of 26mm valve due to the embolization of the 1st valve with. The embolized valve was moved with a 29mm balloon to the subclavian artery and securely placed. The valve did not compromise the flow of the supra-aortic trunks. The patient was stable hemodynamically and there were no complications. The patient was discharged post operative day three. A discharge echo (tte) showed a normal functioning aortic prosthesis, without leaks, both at the level of the aortic valve and at the level of the aortic arch. Prior to implant of a 29mm sapien 3 valve, the patient's aortic valve area (ava) measured 0.9cm2 with a mean gradient of 32mmhg and moderate aortic insufficiency. Per report, the perceived cause was due to the native valve anatomy (bicuspid valve) and the diameter size that was borderline between 26 and 29mm valves.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to h6 and h10 (type of investigation, investigation findings, and investigation conclusions) to reflect investigation. The 26mm sapien 3 valve was not returned for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There was no photos or imaging provided. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. The inspections support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The commander delivery system with s3 IFU, procedural manual and bicuspid aortic valve screening supplemental was reviewed for guidance and usage. The bicuspid aortic valve screening supplemental provides guidance on valve sizing. In the bavard registry the only important difference between tricuspid aortic valves and bicuspid aortic valves (bav) were the expansion of the transcatheter heart valve. Within the same registry transcatheter heart valves in bav were often under expanded since the point of resistance was at the level of the commissures and the leaflets (represented by the ICD). This concept is demonstrated with the use of balloon sizing. If the ICD is equal or larger than the annulus; then a valve as indicated by the annulus measurements would most likely be appropriate. If the ICD is smaller than the annulus, then a smaller size valve may be indicated. In addition, bicuspid specific thv consideration are positioning of prosthesis - where sealing is going to occur (bavard), calcification/distribution and severity (jilawawi), angulation of annulus - bicuspid patients can present with horizontal ao, dilated root and ascending ao, large, scalloped shaped leaflets, deep, variable sinus depths and position of the coronary ostia. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolized into the aorta was unable to be confirmed. No potential manufacturing non-conformance were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. As reported, 'valve was advanced through the left femoral access to the aortic annulus with 2 cc more than the nominal volume. Embolization of the prosthesis occurred in the aortic arch, which was not recovered until reaching the descending aorta. A new 29mm sapien 3 valve with nominal volume was crossed without difficulty and implanted in the aortic annulus with good results. A 29mm valve was chosen because of 26mm valve was embolized with 2 cc more than the nominal balloon', and 'the failure of the event was due to the native valve anatomy (bicuspid valve) and the diameter size that was borderline between 26 and 29mm'. In this case, the selected valve (26mm) could be undersized, so it could not anchor and hold onto the native annulus and resulted in malposition thv to aorta as reported. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Minimal leaflet calcification), bv may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), thv embolized into the aorta is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, available information suggests that procedural factors (valve sizing selection) may have contributed to the complaint event. In this case, available information suggests that procedural factors (valve sizing selection) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required.